Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen only displays the button "1" when illuminated. Reportedly, the rest of the touchscreen is blacked out. There was no patient involvement as the pump was not used for insulin therapy.